Event description:
On 09/15/2006, microaire received a report indicating that a patient injury had occurred, during a procedure in which a microaire carpal tunnel release system was in use.

Manufacturer narrative:
On 09/15/2006, a report was received from dr. Regarding an alleged patient injury which had occurred atoffice facility involving dr. Upon follow up with (office manager for dr.) It was confirmed that the alleged event occurred in 2006, it was also confirmed per another dr. That the alleged injury was not the fault of the microaire equipment.